Event description:
Patient was revised to address a proximal metaphyseal stress fracture, subsidence, and thigh pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address a proximal metaphyseal stress fracture, subsidence, and thigh pain. Doi (B)(6) 2012 - dor (B)(6) 2012 (right hip). Update: (B)(6) 2013 - exam and x-ray reports were received. There is no new information that would change the existing MDR decision. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. Exam and x-ray reports were obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.